Manufacturer narrative:
H.10: it was determined that this case is a duplicate of an already reported event which was submitted under reference 9611109-2021-00342. The reportability of this specific report has been changed to not reportable event and all additional information received for this event will be communicated under the above mentioned reference.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4), received a report that a s5 erc tubing clamp / 620mm gave a timeout error code during procedure. There was no report of patient injury.